Event description:
It was reported that the patient came to the hospital due to coronary atherosclerotic heart disease. On (B)(6) 2023, the patient underwent a procedure due to occlusion of left subclavian artery. The ht bmw universal ii guide wire was being used to deliver the balloon and stent to open the vessel for the patient. After successfully pre-dilating the lesion, the connection between hydrophilic coating and non-hydrophilic coating of guide wire broke when the balloon was withdrawn. There was cracking at the junction of hydrophilic and hydrophobic coatings. It was confirmed that no part of the guide wire remained in the patient's anatomy. New products were used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported guide wire break. There is no indication of a product quality issue with respect to manufacture, design, or labeling.na.